Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 45 (mg/dl) at night. Reportedly, the customer attributed bg level to be due to the basal rate settings being set too high for the customer's insulin needs and needing adjustment. Insulin delivery was suspended to treat bg level. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings.